Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool smarttouch sf catheter. The thermocool smarttouch sf catheter was advanced into the body. They were on ablation when the ngen¿ generator displayed "temperature rise.'" They immediately came off ablation. They opened the irrigation tubing line, flushed it and went back on ablation without resolution. The catheter was removed from the body and while flushing it, they noticed it was not flushing properly on high speed. The catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. The device evaluation was completed on 05-aug-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Additionally, an irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool smarttouch sf catheter and there was an irrigation issue (device used on patient). The thermocool smarttouch sf catheter was advanced into the body. They were on ablation when the ngen¿ generator displayed "temperature rise.'" They immediately came off ablation. They opened the irrigation tubing line, flushed it and went back on ablation without resolution. The catheter was removed from the body and while flushing it, they noticed it was not flushing properly on high speed. The catheter was replaced and the issue was resolved. It was a brand new bwi catheter. The procedure continued. There was no patient consequence. The temperature rise issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue (device used on patient) was assessed as MDR reportable.